Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. Instruction for use states if clip deployment device is used with endoscope in a torque or retroflexed position, clip deployment difficulties can occur. Instruction for use states to permanent deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During the procedure, a cook instinct endoscopic clip was used to close a fistula in the oesophagus. The endoscope was in a bended position. It was impossible to [fully] close the clip, perhaps due to the endoscope position. The clip was attached to the tissue site when this occurred. They could not reopen the clip for removal from the tissue site. Add'l info regarding this report was received and indicated the following. The clip was closed but in this case there was too much tissue in the clip and it was impossible to detach the clip from the deployment device. It was impossible to reopen the clip. The only one possibly was to detach the clip from the tissue [pulled the closed clip from the tissue site]. After that, they were able to detach [deploy] the clip from the catheter. The same observation was made with (4) four devices. See mdrs 1037905-2013-00111, 00112 and 00113. A clip from another MFR and a fully covered oesophageal stent was used to finish the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.